Event description:
Customer received result of 265 mg/dl on the aviva combo system and result of 56 mg/dl on the aviva system within 10 minutes. Both measurements were with strips from the same vial. No actions taken based on device results. No adverse event reported. Requested return of suspect device however test strips have been discarded and the lot number is unknown.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.